Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 214135581 was returned and analyzed. Visual inspection of the mapping catheter showed the shaft was kinked at 1.6 inches from the lemo connector. No ECG signal wires were broken inside the shaft. In conclusion, the mapping catheter failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, upon unpacking, the shaft of the mapping catheter was bent. The mapping catheter was then replaced and the case was completed with cryo. No patient complications have been reported as a result of this event. The device was returned to the manufacturer, analyzed, and tested out of specification.